Event description:
Debris found in "sterile" total knee pack. Upon opening total knee pack for sterile field, debris was found inside to be what looked like white fibers with dark / dirty spots. The pack was removed from the room. Pt was not in the room and a new one opened.